Event description:
It was reported that a patient had a PICC inserted on monday (B)(6) 2014. When attending for line care following day, a blood clot was observed in the PICC tubing from hub to fixation wings. PICC was aspirated and cloth length of PICC aspirated. Medics preferred not to have the line in situ as potential other cloths may be in PICC PICC was removed on (B)(6) 2014. Customer querying faulty valve as line was flushed prior to patient being discharged after placing.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyd0491 showed no other similar product complaint(s) from this lot number.